Manufacturer narrative:
Complaint confirmed, one circular tab on the adaptor broke off. Additionally, the laser markings are faded and the proximal end are worn due to impaction. A likely cause of the event is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a reverse total shoulder the doctor was placing the base plate for the glenoid. When the doctor was using the mallet the blue plastic broke. All was retrieved. It was replaced and the case was completed with no further issues. The patient is fine to date.